Event description:
It was reported by the pt that her interstim was removed approximately three weeks after implant, due to an infection. The hcp confirmed that the pt had redness and pain at the device pocket site. A culture was obtained from the device pocket and the organism was determined to be staph aureus. Both IV and oral antibiotics were administered and the infection resolved. No further adverse effects to the pt have been reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.